Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01126. It was reported that stimulation on the leads was autoreducing on its own. Diagnosis revealed high impedances on one of the lead. Reprogramming on the other lead gave sharp pain in the upper back and was unable to resolve the issue. As a result, surgery may be pending to address the issue. It is unknown which lead is liable for the issue. Hence, both leads are made reportable.

Manufacturer narrative:
The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo.